Event description:
Customer reportedly rec'd results of 258 mg/dl and 110 mg/dl within 10 minutes on the advantage system. One month prior the customer also reportedly rec'd results of 443 mg/dl and 156 mg/dl within 10 minutes on the advantage system. Later that day, she rec'd results of 205 mg/dl, 105 mg/dl, and 67 mg/dl within 10 minutes on the same advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Meter, comfort curve test strip lot number 549532, expiration date 03/31/2008.